Event description:
This lead was capped due to an unknown reason on (B)(6) 2010. The procedure took place at (B)(6) hospital and clinic with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).